Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.

Event description:
The customer stated that her skin was red and irritated directly beneath and in the shape of the transmitter. The customer stated that this started happening when she began using a new transmitter. The customer stated that she never had this problem with her previous transmitter. The customer requested that someone speak to her dermatologist about her skin irritation. Nothing further was reported.